Event description:
It was reported that the device had a plunger test failure. The event occurred during preventive maintenance testing. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 9/4/2024. H3: one device was returned for repair. Service history review identified this device has not been in for service previously. Primary audible alarm post found in error history log several times. Unable to duplicate primary reported problem with functional testing. Did not find the cause if the reported problem. No action/repair needed to the device as no fault was found. Performed preventive maintenance. H7 and h9 updated.